Manufacturer narrative:
Customer contact reports no patient information is available. (B)(4).

Event description:
The hospital reported the unit shutdown during a case and lost the ability to mechanically ventilate. There was no report of patient injury.